Manufacturer narrative:
Attempted to submit via FDA esg on (B)(6)2024 @ 4:00pm cst, but received the message "secure connection failed" on multiple web browsers.

Event description:
The following has been reported: problem: unit was in shop for repair with written note on it " power failure". Action: unit would not charge when ac power cord connected. Replaced power supply board still error persist. Replaced bracket and main board kit. Unit started charging. Used old power supply board. Wifi tag installed. Resolution: unit back to service. Reporting as a conservative measure. No adverse event communicated. More information is needed to complete the investigation.